Manufacturer narrative:
One decontaminated device sample was received for evaluation. Under visual inspection it was confirmed that the pre-dilator is split. The complaint was confirmed. A root cause could not be determined. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the tip of the initial white dilator split despite easy insertion, first pass. The procedure completed uneventfully despite the split in the tip of the dilator. There was no injury or damage reported.